Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a blade was just opened and during the fess procedure was vibrating and shaking really bad. They had to open another one. A delay of less than an hour from the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.